Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment coil (handle). During the procedure, the physician was unable to detach a ruby coil using the handle. The ruby coil was eventually detached by pulling back and twisting the pusher assembly. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 and is being corrected on this follow-up #02 MFR report: 1. ''Other'' reason for non-evaluation. Please note that the following section was inadvertently missed on the follow-up #01 and is being included on this follow-up #02 MFR report: 1. Device manufacture date.